Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure the customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Follow-up: the field service engineer (fse) replaced the data acquisition to motor controller cable to address the reported problem. Patient information was requested, but no response received from this customer. It is unknown if the unit was in use on patient and if there's any patient harm reported.